Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm, the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain and infection at the pocket site. Symptoms were pain, light pink drainage, fever and trouble breathing. The physician believed that the infection was not device related. The patient underwent an explant procedure wherein all devices were explanted. The patient was doing well following procedure.